Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The sulcoflex aspheric 653l iol was implanted on (B)(6) 2011 in the patient's od eye. 1 month post-operatively, the patient underwent a 23g vitrectomy during which perfluorooctane, sf6 gas and trigon deport were introduced into the eye. Opacification of the sulcoflex aspheric 653l iol was observed for the first time in (B)(6) 2014. The healthcare facility reports that the primary iol (monofocal iol manufactured by corneal) is unaffected by opacification. Since opacification of the iol was observed, the patient has reported that their vision is uncomfortable. The healthcare facility has reported that the patient's visual acuity is 1 and that va has remained the same since opacification developed. The healthcare facility will be carrying out an ocas in order to accurately determine the quality of vision in the patients od eye. The information received from the healthcare facility indicates that no corrective action has been taken to date and that as yet no corrective action has been planned. Rayner has requested, that if the healthcare facility/patient decides to proceed with lens explantation, that the lens be retained and returned to rayner for analysis. There have been a number of reports in literature of iols developing opacification following procedures in which gas is introduced into the eye. The patient is also reported to have had repeat procedures in the od eye. Repeat ocular trauma can cause a breakdown of the blood-aqueous barrier. The altered blood-aqueous barrier might co-act to trigger secondary iol calcification/opacification. Our review of production records for the sulcoflex aspheric 653l iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex aspheric 653l iol (january 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex aspheric 653l iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a sulcoflex aspheric 653l iol from its spanish distributor on (B)(6) 2015. The distributor reported that a spanish healthcare facility had observed the development of opacification in a sulcoflex aspheric 653l iol 3 years post-operatively.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The sulcoflex aspheric 653l iol was implanted on (B)(6) 2011 in the patient's od eye. 1 month post-operatively, the patient underwent a 23g vitrectomy during which perfluoroctane, sf6 gas and trigon deport were introduced into the eye. Opacification of the sulcoflex aspheric 653l iol was observed for the first time in (B)(6) 2014. The healthcare facility reports that the primary iol (monofocal iol manufactured by corneal) is unaffected by opacification. The patient advised the reporting surgeon that their vision has been uncomfortable since opacification was detected. The healthcare facility reports that the patient's va has been unaffected by the development of opacification. No remedial action has been taken or is planned by the healthcare facility at this time. The sulcoflex aspheric 653l iol remains implanted. There have been a number of reports in literature of iols developing opacification following procedures in which gas is introduced into the eye. The patient is also reported to have undergone repeat procedures in the affected eye. Repeat ocular trauma can cause a breakdown of the blood-aqueous barrier. The altered blood-aqueous barrier might co-act to trigger secondary iol calcification/opacification. The information and slit lamp photograph received from the healthcare facility were sent to a leading research facility for review. The feedback received from the laboratory leads is as follows "one might speculate that the vitrectomy provoked changed conditions in the eye immediately surrounding the sulcoflex but this did not reach the primary lens because the anteriorly placed sulcoflex took the full brunt of the changed environmental conditions". Our review of production records for the sulcoflex aspheric 653l iol batch 010e96770 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex aspheric 653l iol (january 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex aspheric 653l iol batch 010e96770. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a sulcoflex aspheric 653l iol from its (B)(4) distributor on (B)(6) 2015. The distributor notified rayner that a (B)(6) healthcare facility had reported the post-operative development of opacification of a sulcoflex aspheric 653l iol approximately 3 years after iol implantation.